Manufacturer narrative:
No information has been provided for now despite our reminders. The initial report is sent but a subsequent report may provide more information and possible analysis results of the product, or justify the re-categorization as a "non-reportable event". Sophysa is waiting more information from distributor.

Event description:
No measurement data. Another kit was used without problem.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident event and the suspected device. A visual inspection performed on the catheter (B)(4) shows that the catheter is clean, small marks are present on the tubing ; due to normal use of the product. Then, the probe has been connected to icp monitor and a first air connection value displayed was "0 mmhg", confirming that the pressure value was conform to theoretical value. After catheter cleaning, tests in water columns were performed in order to simulate pressure values variations. The catheter responds normally to pressure changes and the measured values are conform with expected values. There is no assignable cause explaining difficulties encountered by the user. Our quality control department was unable to reproduce the problem of incorrect display observed by the user and thus the defect can not be confirmed. In conclusion, icp catheter (B)(4) does meet its specifications.

Event description:
No measurement data. Another catheter kit was used without problem.